Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked fault logs indicated power management pcb related faults. Investigation of the power management pcb showed no signs of fluid ingress, or visibly apparent damage. Power management pcb replaced to resolve reported issue. Device left running overnight to further observe repair. No issues present the following morning. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. The failure analysis and testing dept. Received parts with a reported unit failure of an alarm and the device not powering off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Device automatically powers up. Confirmed that the device would not power off if the power button is pressed. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for the part. They stated: "1. Perform visual check: result: no abnormality found. 2. Board was re-tested at fct: result: failed step 4.1.1 program dsp testware file. 3. Perform troubleshooting on the board: found q35, q36 defective". Root cause for this part is the defective q35 and q36 components. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shut down. They have tried rebooting, but a high pitched tone was present that could be heard in the background and they report a ¿burning¿ smell. After they switched pumps, the first pump was still making the sound even though it was powered off. Another staff member removed a battery from bay 2 and states that it had a strong odor and felt that this was where the issue was. The high pitched tone stopped once the battery was removed. They will report this pump to their biomed dept. There was no report of harm or injury to the patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).